Event description:
It was reported that a patient underwent an initial surgery on an unknown date. Subsequently, the patient reports pain and stiffness on an unknown date. The patient has not received treatment at this time. Attempts have been made to obtain additional information. No additional information has been received.

Manufacturer narrative:
(B)(4). G2: foreign: france. G2: literature: choon chiet hong, christel charpail, charles kon kam king, and stephane guillo 2024. All-inside endoscopic classic brostrom--gould technique. The american journal of sports medicine, 2024;52(13):3330¿3338. Doi: 10.1177/03635465241285892. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.